Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock lead impedance greater than 125 ohms. Boston scientific technical services reviewed the device data and noted that the shock lead impedance measurements have been jumpy and provided recommendations for in office testing. The device remains in service. No adverse patient effects were reported.